Event description:
Issue reported: clip fell off vessel after ligation.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. The jaws of the sample were partially closed. The sample appears used as there is biological material present on the device. There is no clip in the first position in the channel. Functional inspection was performed to see if the ratchet was intact. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the ratchet ears are intact. No clips fired after two attempts. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that there were no clips remaining. The bent rotation tab is an indication that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. There were no further damages found. The sample was received with 0 clips remaining indicating that all 15 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip.". Although the root cause of this complaint issue could not be determined, a CAPA has been opened to further investigate the clip stacking issue. The reported complaint of "clip slips off vessel during procedure" was confirmed based upon the sample received. The device was returned with its rotation tab bent and 0 clips remaining in the channel indicating that 15 clips were fired by the end user. The bent rotation tab is an indication that the clips were out of position and stacking on one another which could prevent the clips from loading properly into the jaws of the device. Improper loading could cause the clips to slip off of the vessel during use. Although the reported complaint issue was confirmed, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1900523 investigation did not show issues related to the complaint. The device has not been returned for investigation.

Event description:
Issue reported: clip fell off vessel after ligation.